Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were clipping the vein in a laparoscopic thyroidectomy, the cartridge was properly loaded onto the handle, but the clip did not disengage from the cartridge and it did not form correctly. Double-layered absorbable clip inner layer is missing, according to the physician. They used a new same device to complete the case. There was no patient injury.